Event description:
It was reported by service report that the side rail would not latch due to a broken side rail spindle weld.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was also determined that the broken weld resulted in sharp edges being exposed.

Event description:
It was reported by service report that the side rail would not latch due to a broken side rail spindle weld.